Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) and a healthcare provider (hcp) regarding an implantable neurostimulator (ins). An out of box issue was reported. During a new implant procedure, when the screw was screwed down on the new ins, out of the box, the torque wrench clicked immediately and the lead was not connected. They attempted to screw down manually using a hemostat. When checking impedance, it was over 4000 ohms on all electrodes with zero in the electrode combination. They tried to screw down some more and increased the amplitude to 2.5v and 300 pw, but the impedance was still over 4000 ohms on all combinations with zero in the electrode. They changed the ins to a new one and the impedance was all in range within the first impedance check. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
Analysis of the ins (s/n (B)(4)) revealed that the setscrew on was backed out beyond the point of being able to engage with the connector block. After further review, device code (B)(4) does not apply to this event. If information is provided in the future, a supplemental report will be issued.